Manufacturer narrative:
An evaluation of the actual complaint sample could not be performed as device was reported unavailable. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records for the reported lots did not reveal any in-process or lot-specific issue that could account for the observation. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
The physician was coiling a 3mm peri-opthalmic aneurysm. He placed a 2.5x17 lvis and framed with 3x6 css. He then placed a 3x4 css. On the 3rd coil, a 2x6 css was introduced with the microcatheter position still at the dome of the aneurysm. The 2nd loop herniated out of the dome and angiographically appeared to perforate the aneurysm. The fellow pushing the coil had (B)(6) take over where he moved the mc position and manipulated the coil back into the aneurysm. He detached the coil. Post angio showed contrast in the sub a space and he reversed her heparin with protamine. He then went into the ica with a scepter balloon and kept it up for short periods of time. Post balloon/protamine showed no more contrast leakage, and he ended the case. The patient woke post anesthesia without any neuro deficits. (B)(6) thought it was the jailed microcatheter position that caused the perforation.